Event description:
As reported, on the second inflation to 10 atms, the cutting balloon ruptured. The cutting balloon would not pull into the guide and was removed as a unit with no pt complications. However, upon preliminary analysis of the returned cutting balloon, it was determined that fragments of the balloon and atherotomes were missing.